Event description:
It was reported that high defibrillation impedance was observed on the right ventricular lead. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.